Manufacturer narrative:
(B)(4). Eval summary - based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and to correct the complaint the blue rotational cable and the green translational were replaced. Also replaced were the following: port shaft, retaining ring, spur gear and coil pin. The unit has not been returned for service prior to this event, therefore no service history review can be done. After servicing the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that prior to an unk procedure the instruments cannot turn. No pt consequences were reported. The holster will be returned to the international service center.